Event description:
Reported 8 false positive flu b and sars results, patients were symptomatic. The customer communicated the results were negative for sars and flu b on another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.